Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear/metallosis and elevated metal ions. The stem was added in the impacted products to addressed the allegation of elevated metal ions and the screw was also added in the impacted products as it was removed during the revision surgery as stated in the previous medical records.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.